Event description:
The account alleged that the side rail had an intermittent latch issue when raised. No patient impact.

Manufacturer narrative:
The side rail latch was cleaned by the account to resolve the issue.